Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a proximal humerus plating surgical procedure, it was observed that the lever on the quick coupling device that grips the wire rotated rather than staying in place. It was reported the device was still functional. It was reported there was no delay and an unspecified spare device was available for use. The surgery was successfully completed. It was reported that there was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the lever that grips the wire rotates rather than stays in place was confirmed. An assessment was performed on the device which found that the lever of the device was loose and was rotating when attached to the hand piece. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.